Manufacturer narrative:
The service rep reloaded software onto the system. The system operates as intended.

Event description:
The customer reported that the 9900 system locked up when they tried to send images to pacs. No patient was involved.